Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Review of the most recent repair record determined the rpms were low, device was out of calibration and the motor, switch, bearings, o-ring, seal, reciprocating arm, machine head, and screw were replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that during preventative maintenance the device was in need of repair for unknown reason. No further information provided. Investigation found the rpm's were low. No adverse event was reported as a result of this malfunction.